Manufacturer narrative:
Device will not be returned for investigation. If the device or additional info becomes available it will be reported on a supplemental report.

Event description:
During t2 ph nail surgery, the surgeon tried to insert the locking screw into the second screw from proximal screw hole. However, the locking screw was not able to pass the screw hole of the nail. Therefore, the surgeon changed the screw hole to another proximal screw hole for fixation of the screw and the surgery was completed.